Event description:
Aat the initiation of a dialysis treatment with venous aairwaaay line of dialysis blood tubing set was clamped once with forceps. The facility nurse obseerved blood backing up into the hepaaarin line of the blood dtubing set. The forceps had cut the venous airrwaay linae resulting in a estimated pt blood loss of 100cc. The pt was given fluid.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.